Event description:
The patient was revised because of painful hardware.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for the nail part and lot number combination. Provided information states, the product is not suspected of failing to meet specifications. Based on the investigation, the need for corrective action is not indicated.